Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (2.5 mg/ml at 0.5195 mg/day) and bupivacaine (2.5 mg/ml at 0.5195 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced suboptimal pain relief since the device was originally implanted. The healthcare provider (hcp) attributed this to the catheter being at t7, despite the patient's pain being low back pain. Hcp believed that the catheter should be placed lower in the thoracic spine. The patient had a negative catheter access study at an unspecified date. Today, the patient was taken to the operating room for planned pump replacement and catheter revision. Hcp opened the pocked and dissected down to the pump and proximal segment. Old pump was removed and discarded. There was no spinal fluid reported from the existing catheter, so the hcp disconnected the proximal segment from the spinal segment at the collet. There was still no csf. A syringe was used to aspirate directly from the spinal segment, but had no return of csf. The catheter was flushed three times with normal saline. Despite flushing, no csf was noted. Under fluoroscopic guidance, hcp proceeded to retract the catheter back through the anchor, without removing it, from t7 down to t10-11. Csf was then freely dripping from the spinal segment. The se gments were reconnected and connected to the new pump. Aspiration from the catheter access port had a positive return of csf. The new pump was placed back in the pocket, incisions were irrigated and closed. The issue was resolved. The cause of the catheter obstruction was not determined, but the hcp believed that there was some sort of buildup within the spinal segment. Drug concentrations were reduced to avoid potential overdose/toxicity prior to restarting infusion.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2013; explant date; ubd: 2015-05-23; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.